Event description:
Customer reported via phone, he was experiencing high blood glucose of 47 mg/dl. Troubleshooting was not performed for low blood glucose. Customer wanted to do a functional check on the transmitter. Customer is not returning the transmitter for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.